Event description:
It was reported that the screw backed out from anchor-c.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion will be made available following an engineering evaluation.

Manufacturer narrative:
Method: complaint history review; risk assessment. Results: upon review of the provided x-ray imaging it was confirmed that the anchor c diam 3.5 self drilling 8mm bone screw migrated post-operatively. The lot number of this device is unknown as it is still implanted in the patient. The surgical technique warns of the following potential risks: device component fracture, loss of fixation, pseudoarthrosis (i.e. Non-union), fracture of the vertebrae, neurological injury, and vascular or visceral injury. Also, the device cannot and does not replicate the flexibility, strength, reliability or durability of normal healthy bone, that the implant can break or become damaged as a result of strenuous activity or trauma, and that the device may need to be replaced in the future. Although the exact cause of screw migration could not be confirmed because the device is still implanted, locking clip disengagement of the anchor c bone screw and damage/breakage of the locking clip would likely have had to occur for the screw to migrate. The surgical technique for anchor c warns against excessively angling or pivoting of the screwdriver during screw insertion as this may lead to deformation of the screw or locking clip. Conclusion: the exact cause of screw migration could not be confirmed because the device is still implanted in the patient. The cause of this issue is likely multifactorial.

Event description:
It was reported that the screw backed out from anchor-c.